Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The sideport tubing was noted to be bent at an angle and partially pulled from the sheath hub. Functional testing confirmed a leak from the sideport tubing connection point on the sheath hub due to the aforementioned damage. No anomalies or leaks were noted with the hemostasis hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged sideport tubing and subsequent leak remains unknown.

Event description:
This report is to advise of a sideport detachment noted during analysis.